Manufacturer narrative:
(B)(4).

Event description:
During the index procedure an in.pact admiral paclitaxel eluting balloon catheter was used to treat lesion in the left sfa. Same day as index procedure target vascular thrombosis occurred and was treated with a thrombus extraction. Investigator assessed event is possibly related to the study device and procedure but not related to the drug. Patient recovered the same day.